Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
It was reported that the impella cp was implanted in a patient to treat cardiogenic shock. However, there was a ¿purge system open¿ alarm that would not clear despite troubleshooting measures. The pump was replaced with a second impella cp was used to continue treatment. No alarm was noted after the pump exchange. The patient survived.

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. There were no data logs returned. The returned product was connected to a lab console and began to purge with the cassette returned. There were immediate "purge system open," alarms and it was noted that there was fluid was coming out from the sidearm filter at the location of the filter vents. Attached to the complaint is communication with the rep stating it is unknown if any cleaning agents were used but it is a well-trained site. The root cause of the purge leak - pump is due to damaged sidearm filter but the cause of the damage is unknown.